Event description:
It was reported that the hcp began noticing breakthrough tremor. The lead/extension connection had migrated down somewhat, and the implantable neurostimulator and extension were replaced in (B)(6). For events occurring after device replacement, see MFR. Rep. # 3004209178-2012-00006.

Manufacturer narrative:
Lead model 3389s-40 lot# v010741 implanted: (B)(6) 2006 explanted: na, lead model 3389s-40 lot# v010741 implanted: (B)(6) 2006 explanted: na, extension model 748240 serial# (B)(4) implanted: (B)(6) 2005 explanted: unknown, extension model 748240 serial# (B)(4) implanted: (B)(6) 2005 explanted: unknown.